Manufacturer narrative:
Results: it was reported that an equivalent product was taped to her skin and she had an allergic reaction. A blood test to determine metal allergy was negative. The device remains implanted. The patient also has a knee implanted. Manufacturing history could not be reviewed because no lot number was reported as the device remains implanted. Conclusion: the implant remains implanted, and a blood test to determine metal allergy was negative.

Event description:
The patient reported that since surgery they had pain. The patient recently saw an allergist who believes the patient is allergic to the hardware. The patient tested positive for titanium and nickel allergy. Additionally a rep submitted hardware to test by taping the product to the patient's skin and the patient reported having a severe reaction which also resulted in the patient eyes being swollen.

Event description:
The patient reported that since surgery they had pain. The patient recently saw an allergist who believes the patient is allergic to the hardware. The patient tested positive for titanium and nickel allergy. Additionally a rep submitted hardware to test by taping the product to the patient¿s skin and the patient reported having a severe reaction which also resulted in the patient eyes being swollen.